Event description:
It was reported that during a gastrectomy procedure, the device clamped and cut, but would not open. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.